Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on his back under the therapy electrodes. The area was described as scabs and open areas that may cause drainage. The patient's doctor first suggested the patient use lotion and wear a shirt underneath the lifevest. The patient stated he did not wear the shirt under the lifevest as he knew it may affect performance. The patient reported cleaning the irritation with peroxide. The patient reported a yellowish substance on the back therapy electrodes. The patient reported treating the irritation with whole aloe leaves. The patient's doctor then prescribed a topical cream and a steroid. During a follow-up, the patient's skin irritation healed due to the use of the steroid and topical cream